Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Customer declined to further troubleshoot with tandem technical support. Additional information was not provided. There was no reported adverse impact to customer's blood glucose level.